Manufacturer narrative:
Weight, ethnicity, race:unknown. Claim#: (B)(4).

Event description:
In the article, "prediction of excessively low vault after implantable collamer lens implantation using iris morphology," the study observed icls in a excessively low vault group were replaced for a larger lens sizing that obtrained optimal postoperative vaults.